Manufacturer narrative:
The customer's test strips, meter, and code key were provided for investigation. The test strips and vial showed no defects upon visual check. The meter appeared to be undamaged and clean on the outside. The returned test strips were measured with the returned meter and with two control samples: control sample lot 10005250, specified target range 1.9-2.9 inr . Control sample lot 10006065, specified target range 1.4-2.2 inr . Customer test strips and customer meter results: control lot 10005250: 2.3 inr . Control lot 10006065: 1.6 inr . All inr control values were within the specified target ranges. No error messages occurred. The returned customer material and the retention material are within specifications.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The patient stated that they received a questionable result when testing with coaguchek xs meter serial number (B)(4). The patient did not trust the value from the meter and assumes that it led to her hospitalization and deterioration of health. On (B)(6) 2017 at 6:09 p.m., the patient tested with the meter and the result was 2.8 inr. On (B)(6) 2017, the patient went to the doctor since she was having circulatory problems and had seen double images. The physician indicated that the patient had a cardioembolic event or detachment of a blood clot. The doctor sent the patient directly to the hospital. At the hospital, a venous sample from the patient was tested using an unknown laboratory method and the result was 2.1 inr at 11:30 a.m. Up until that time, the patient had only taken medications as listed in medwatch. The patient received a long term ECG over 36 hours, an "echo", ultrasound of the arteries, a CT scan of the head, and monitoring of oxygen saturation and blood pressure. The patient received her first heparin syringe at 11:00 p.m. On (B)(6) 2017 and received her last heparin syringe on (B)(6) 2017. The patient was in the hospital from (B)(6) 2017. Upon discharge from the hospital on (B)(6) 2017, a sample from the patient was tested with the unknown laboratory method, resulting as 3.1 inr at 8:15 a.m. The patient was also tested with the meter on (B)(6) 2017 at 5:50 p.m. And the result was 4.5 inr. The patient's therapeutic range is 2.5 - 3.5 inr. The patient feels well. The patient's product has been requested for investigation. Relevant retention test strips (lot 137032) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were within specifications.

Manufacturer narrative:
A medical assessment of the complaint was performed. Based upon review of the medications taken by the patient, a primary disease such as hypertension, coronary artery disease, and heart failure could not be excluded as a contributing factor to the event.